Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID :(B)(4), lot# va2jx99 serial# implanted: (B)(6) 2022, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va2jx99, ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that . It was reported that  after the revision surgery, the patient reached out to rep and rep met w/ patient on (B)(6). Caller noted the patient had open circuits on all electrodes (4,000 ohms).we discussed possible setscrew issue and the lead is not making contact w/ header block. Provided troubleshooting to caller to determine root cause and will speak w/ managing hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jx99 implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's lead was completely out of the foremen. The possible cause of this issue was the patient admitted that they fell out of bed a few days after the surgery. The rep also reports that uro dynamics will be taken to determine next steps. All actions have been taken to resolve the issue.